Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of 480 mg/dl. The customer experienced symptoms nausea. Currently at hospital, gave customer had 2 juice boxes which may have caused slight spike. Troubleshoot declined for high blood glucose. Outcome of the hospitalization was insulin drip overnight. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with an energizer alkaline battery already installed. Pump received with the operating currents within specification. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08735 inches. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.